Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete case information. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient forgot their patient controller at the MRI facility. After an unspecified length of time, the patient returned to get their patient controller and were unable to disable MRI mode. An abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, an external device was able to bond with the ipg, and restored therapy.

Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.